Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. A partial lead was returned for analysis and visual/electrical analysis were normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2022-06858. It was reported a patient deceased due to bacterial pneumonia. It was unknown if the death was related to the patient's implantable cardioverter defibrillator system.